Manufacturer narrative:
A getinge service representative reported that the issue was solved by the customer. The customer notified that the iabp was working properly.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power on. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6). Not returned to the manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power on. There was no patient involvement, and no adverse event reported.